Event description:
Surgeon contacted the plasmablade 4.0 device with a patient's pacemaker can while trying to remove scar tissue from nearby leads during a pacemaker generator replacement procedure. Each time the device came into contact with the pacemaker can, the pacemaker would become unresponsive until the contact between the device and pacemaker was eliminated.